Event description:
A customer contacted beckman coulter inc (bec) reporting a fluid leak that was contained underneath the rocker bed of their coulter lh 750 hematology analyzer. The customer was unable to locate the source of the leak. There is an exposure control plan in place at the facility. The operator was wearing a lab coat and gloves at the time of the incident. No injury or exposure was reported. No patient samples were affected by the leak.

Manufacturer narrative:
A field service engineer (fse) went on-site and found a wbc lyse restrictor tubing leaking from around the molded end of the tubing. Fse stated this is manufactured tubing that comes prefabricated with endings that slide the tubing in fittings and this tubing was leaking from the fs82 fitting. The fse replaced the wbc lyse restrictor tubing and resolved the leak. The cause of the leak was the restrictor lyse tubing leaking at fitting fs82. (B)(4).